Event description:
It was reported that the patient hears alert tones when the patient is by the home microwave; however, the remote transmission reveals there are no alerts stored and there have been activations of the switch for magnet operation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No alerts triggered in device.